Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country,event site telephone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. The customer has indicated that the repair will be performed by their biomed, todd ruettgers. Todd ruettgers has indicated that he has found a "53 shuttle transducer offset failure" and will inspect the offsets and then attempt to recalibrate the transducer. If the failure persists, he will replace the transducer, check the connections, and possibly replace the front end board. Attempts are being made to obtain additional information with regard to the repair and status of the iabp. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. The customer has indicated that the repair will be performed by their biomed, (B)(6). (B)(6) has indicated that he has found a "53 shuttle transducer offset failure" and will inspect the offsets and then attempt to recalibrate the transducer. If the failure persists, he will replace the transducer, check the connections, and possibly replace the front end board. Attempts are being made to obtain additional information with regard to the repair and status of the iabp. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown. The cs300 iabp was replaced with a cardiosave iabp and therapy was able to continue. No patient harm, serious injury or adverse event was reported.